Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8143655. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-05-23. Medical device lot #: 7286936. Medical device expiration date: 2022-12-31. Device manufacture date: 2017-10-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd¿ syringes with bd luer-lok¿ tips with needles had the needle caps fall off after they had already been uncapped.

Manufacturer narrative:
H.6. Investigation: five representative samples were received for evaluation. They all were visually inspected under the microscope, finding no issues. They all were tested for leakage. They all passed leakage testing, therefore failure mode was not verified. Additionally, shield pull force testing was performed with the following results: 2.0lbs, 2.4 lbs, 2.5lbs, 2.0lbs, 2.1lbs ( the spec is o.5lbs to 5.5 lbs), therefore failure mode was not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that an unspecified number of bd¿ syringes with bd luer-lok¿ tips with needles had the needle caps fall off after they had already been uncapped.